Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reports "late seroma ¿. Which ended in capsular contracture baker grade IV with fever and insidious pain. Implants are explanted and it is observed seroma rests and double capsula. Fever symptom disappears after explanting". Hcp confirmed there was no rupture. Device has been explanted. Left side.